Manufacturer narrative:
An event of regurgitation, hypotension and hemolytic anemia was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID:(B)(6). It was reported that on (B)(6) 2023, a 10 mm x 5 mm amplatzer valvular plug 3 was selected for procedure in attempt to occlude a moderate perivalvular leak/mild aortic regurgitation of a non-abbott device. The patient was placed under general anesthesia for procedure. The 10 mm x 5 mm amplatzer valvular plug 3 was advanced through the delivery sheath, oriented in the left ventricle cavity, and deployed within the perivalvular leak. Multiple attempts were made with mostly good orientation, but the regurgitation/leak was little changed and the proximal disc was seen to interfere with the non-abbott aortic valve leaflet. Despite multiple attempts with the plug in different positions, a satisfactory position could not be achieved. The 10 mm x 5 mm amplatzer valvular plug 3 was removed and a 12mm x 5mm amplatzer valvular plug 3 was similarly positioned and again, despite multiple attempts, regurgitation could not be extinguished and the proximal disc again interfered with the non-abbott aortic valve leaflet. The 12mm x 5mm amplatzer valvular plug 3 was removed, and several attempts were made to position two 8 mm amplatzer vascular plug 2 simultaneously by advancing one of to the left ventricle and another one alongside it. However, both 8 mm amplatzer vascular plug 2 had similar results and were not implanted. A total of 4 amplatzer plugs were attempted for implant, but none were implanted. It was also noted that only one non-abbott delivery sheath was used tp the procedure. The patient did not have a tortuous anatomy. It was noted post-procedure that the patient had hypotension and hemolytic anemia. The hypotension is suspected to be caused by the combination effects of anesthesia and the patient's at home blood pressure medication. It was also noted that an apparent worsening of perivalvular leakage/ severe aortic regurgitation could also have contributed to the patient's hypotension. The hemolytic anemia is attributed to the worsening perivalvular leakage. A computed tomography angiogram was performed and found no active bleeding. The decision was made to administer the patient levophed and transfuse the patient with red blood cells. There is no allegation of malfunction against the abbott devices or procedure. The patient was discharged at the time of report.